Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Edxa of the particles on the outside taper surface detected calcium and carbon peaks indicating these stains are biological in nature. No features indicated fretting corrosion between these interfaces. The hip stem was not available to investigate the stem taper.